Event description:
Baxter reported that a patient adapter of a transfer set became disconnected with a ti-adaptor during use. The product was new. There was no patient injury or medical intervention associated with this incident according to the international affiliate.